Event description:
The event involved a plum 360 driver new where the customer reported that the device shut down during patient use; it shuts down during patients CT scan. The pump was running vasopressin and was down for a minute or two before it was plugged in. There was patient involvement and no injury to the patient.

Manufacturer narrative:
The device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. Additional contact information: (B)(6).